Manufacturer narrative:
The actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The user facility reported a similar event from the same product code/lot number combination. See MDR 3013394970-2017-00266. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: the angio-seal sheath could not be introduced in the artery; the transition between the sheath and dilator seemed to be too sharp-edged; they tried to introduce it with force and that did not work; they decided to stop the use of the angio-seal device; hemostasis was achieved by manual compression; there was no reported harm to the patient; the angio-seal device was able to be removed without damage, and without harming the patient; and alternative treatment used to treat patient as intended.

Manufacturer narrative:
A 6fr angioseal vip device was returned for evaluation. Only the arteriotomy locators and hemostatic sheaths were received. The sample was subjected to visual analysis that found blood like substance present on the device consistent with usage of the device. Microscopic analysis of the returned components found that the arteriotomy locator and hemostatic sheath were not properly mated. Additionally there was flash found around the white cylinder of the arteriotomy locator when the device was mated. Force was applied to the assembly and the arteriotomy locator could be completely inserted into the hemostatic sheath. Both a tactile and clear audible click were observed. The components were then disassembled where it was noted that there was no resistance to dislodgement of the arteriotomy locator. The hub of the arteriotomy locator was then inspected after disassembly where additional flash was found around the junction with the green tubing. The flash was measured and confirmed to meet the flash limits. The hemostatic sheath was and then examined for any anomalies. It was reported that there was a small portion of flash located in the left inner cutout for the deployment sleeve. The complaint could be confirmed for insertion difficulties due to the lack of resistance observed to dislodge the arteriotomy locator. Both an adequate tactile and audible click were experienced upon functional testing. The flash that was observed was within specification and likely did not contribute to the reported event. The cause of the reported incident could not be determined since the complaint could not be confirmed after functional testing. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.